Event description:
05/21/97 received voluntary medwatch report (access number #1011226) from user facility stating "laparoscopic cholecystectomy being performed. There appeared to be bile leakage so converted to open procedure. Found linear laceration in a longitudinal direction at the site of the cystic duct and then common duct junctive which required surgical repair. Prolonged surgical laparoscopic procedure. 5/22/97 add'l info received from sales rep after follow up with the surgeon. The injury was a common bile duct injury caused during the cholangiogram. No ees instruments were involved. All instruments have been discarded. 6/3/97 surgeon had performed a laparoscopic cholecystectomy. In the post operative period the pt developed a bile leak. The pt required an exploration by dr in n.c.. At that time, there was noted to be no clips on the cystic duct. There was also a pseudoaneursym of the cystic artery. Co has attempted to contact dr. To obtain more info. There is no other materials for co to examine. W.a.b.